Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the filter was placed due to an inability to anticoagulate the patient due to injuries sustained in an automobile accident and subsequent surgeries to treat those injuries. The patient is reported to have tolerated the index procedure without difficulty. The filter subsequently malfunctioned, embedded itself to the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. The ppf indicates that the patient continues to experience anxiety that is being treated with celexa, abdominal pain, chest pain, right calf pain, lower back pain, chronic pain on right side of body, abdominal swelling on left side, shortness of breath, and weakness in the legs that creates the risk of falling while walking. Approximately eight months after implantation, medical records indicate that the patient underwent an attempted but unsuccessful percutaneous removal procedure. According to the information received from the short form, the patient reports physical and emotional damages from embedding, tilt, and perforation of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, abdominal pain, chest pain, right calf pain, lower back pain, chronic pain on right side of body, abdominal swelling on left side, shortness of breath, and weakness in the legs do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. According to the information received from the short form, the patient reports physical and emotional damages from embedding, tilt, perforation of the filter and resultant symptoms. Other relevant history, including preexisting medical conditions. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
As reported by the legal brief, the plaintiff on or about (B)(6) 2012 underwent placement of the optease vena cava filter. The filter subsequently, malfunctioned embedded itself to the inferior vena cava (ivc) wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter or ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The report of the device being embedded into the ivc could not be confirmed without films for review. The device was noted to have been implanted on (B)(6) 2012; however, it is unknown if retrieval was attempted. Endothelialization, the body¿s natural response following implantation of a device in the vessel wall, has been shown develop in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff on or about (B)(6) 2012 underwent placement of the optease vena cava filter. The filter subsequently malfunctioned, embedded itself to the inferior vena cava (ivc) wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter on or about (B)(6) 2012. Per the patient profile form (ppf), the filter was placed due to an inability to anticoagulate the patient due to injuries sustained in an automobile accident and subsequent surgeries to treat those injuries. The patient is reported to have tolerated the index procedure without difficulty. The filter subsequently malfunctioned, embedded itself to the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. The ppf indicates that the patient continues to experience anxiety that is being treated with celexa, abdominal pain, chest pain, right calf pain, lower back pain, chronic pain on right side of body, abdominal swelling on left side, shortness of breath, and weakness in the legs that creates the risk of falling while walking. Approximately eight months after implantation, medical records indicate that the patient underwent an attempted but unsuccessful percutaneous removal procedure. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.